Event description:
I received a euflexxa knee supplement shot in (B)(6) 2016. At (B)(6). Within three days, developed a knee infusion. Which resulted me to be admitted to an emergency room for knee aspiration pain treatment. The next day swelling and intense pain returned. Went to see orthopedic surgeon in an office, for knee aspiration and treatment. Fluid that was extracted which was 105 ccs. Was sent to a lab for culture testing. Following week all labs came back negative of infection, but constant pain and swelling still exists. Returned another time for knee aspiration, and swelling resumed that evening. Followed with a third visit to ortho, which at that time, fluid was extracted again, but this time, it contained blood. Physician was unable to treat as he wanted this second fluid extraction to be sent to lab for culture. Am currently awaiting results of culture for further treatment. Still remain with fluid filled knee and pain. This has been going on for three weeks now.